Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate pain relief. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.